Manufacturer narrative:
Investigation summary: data review: data logs showed pump ran without issue during support. There were suction alarms triggered in early of the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Pump suction: the cause of pump suction was most likely patient condition related since the suction was resolved by fluid compensation. Infection/thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary embolism/hemostasis (gi bleed): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot #: 1958860. Device history batch: subcomponent lot#: n/a. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support following escalation from an impella cp and extracorporeal membrane oxygenation (ECMO) decannulation. During support, the patient remained off heparin due to an upper gastrointestinal bleed, which was subsequently resolved by the care team. The patient was later extubated, with concerns for aspiration pneumonia and leukocytosis; cultures were obtained, and antibiotic therapy was initiated. The patient was also found to have a deep vein thrombosis (dvt), with plans to initiate low-dose heparin therapy. The patient¿s condition stabilized, and the device was subsequently weaned and explanted.